Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered four bursts of anti-tachy pacing (atp) due to sinus tachycardia, additionally it was noted that inappropriate shocks were also delivered, the therapy was exhausted. Additionally, undersensing of the right ventricular channel was observed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.